Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
Evaluation conclusion: the manufacturer previously reported the system board was replaced. No components were replaced to address the "service required" codes. The device was returned to the customer unrepaired.